Manufacturer narrative:
It was observed that the spring tip section was missing. Therefore, specimen exhibited evidence of being fractured. The detached spring tip portion was not returned for analysis. The wire length was 325 cm. The wire outer diameter at the fracture was within specification. The returned proximal section of the wire was analyzed via scanning electron microscope (sem) for further analysis. The wire fracture site exhibited surface wear running in a longitudinal direction. In addition a noticable indent in the wire surface was also observed. The angled surface exhibited rolled edges along with smeared material with microcrack propagation across its surface. The fibrous appearing material is actually grain boundaries running in a longitudinal direction typical of bending. No other material anomalies were noted. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).

Event description:
Same case as 2134265-2009-04943. Event reportable based on investigational findings of a guide wire fracture reported on (B)(6) 2009. It was reported that during a rotational atherectomy procedure, a brake failure occurred. The 80-90% stenosed lesion was located in the moderately calcified and non tortuous left anterior descending (lad) artery. The rotablator rotalink plus 1.50mm catheter was advanced to the lesion with the rotawire. When the first pass was attempted, the wire tip was spinning along with the burr, as though the automatic brake was not engaging in the advancer when the foot pedal was initiated. This necessitated immediate cessation of burr advancement and the physician re-positioned the rotawire down the vessel in order to proceed. Upon recommencement, the wire tip again appeared to spin, and required the physician to repeat previous steps again. The rotabalation was discontinued. The procedure was completed with an apex balloon 3.0x15mm and implantation of a taxus liberte 3.0x24mm stent. No pt injuries or complications were reported. The pt status is reported as "stable."